Manufacturer narrative:
Additional info received: the patient is in rehabilitation at this time, and is not fully recovered. The patient did have a stroke during his hospitalization at (B)(6), but it was diagnosed on (B)(6) 2013 despite symptoms beginning on the evening of (B)(6) 2013. Concomitant medications included clopidogrel and aspirin at pre and post procedure and at discharge. Complaint conclusion: as reported via the (B)(6), a patient experienced a neurological event the day after the index procedure. Pre-procedure nih stroke scale was 4 and the patient was symptomatic. At the time of the index procedure, angiography revealed 85% stenosis. The proximal right internal carotid artery and the right ostium internal carotid artery were treated. The lesion was described as 20 mm in length, concentric (> = 3 mm width), circumferential, severely calcified, eccentric and ulcerated. The reference vessel was 4.8 in diameter. A 5 mm angioguard was deployed beyond the target lesion and the lesion was pre-dilated. A 6.0 x 30 mm precise pro rx was implanted at the target lesion. The angioguard was retrieved successfully and debris was noted in the filter basket. There was 8% residual post stenosis. The patient left the angiography suite with no neurological deficits. The day after the index procedure, the patient experienced visual field loss on both eyes. The onset was gradual. The symptoms fully resolved 24 hours later with no deficit. The investigator classified it as a neurological event and not related to the index procedure or the study device. The post nih stroke scale was 4 and the stroke score was 2. Concomitant medications included clopidogrel and aspirin at pre and post procedure and at discharge. The patient was discharged five days after the index procedure date. Additional information was received on (B)(6) 2013, per CT head scans, the patient has a history of multiple left hemi strokes. However, the patient experienced a new left hemispheric stroke on (B)(6) 2013. Additional info received on (B)(6) 2013: the patient is in rehabilitation at this time, and has not fully recovered. The patient did have a stroke during his hospitalization at (B)(6), but it was diagnosed on (B)(6) 2013 despite symptoms beginning on the evening of (B)(6) 2013. Patient's medical history include hyperlipidemia, cardiac arrhythmia, coronary artery disease, hypertension (systolic >140, or diastolic >90, or requiring medication). The product was not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. Cerebrovascular accident is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. Eighty percent of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. The inherent risk of the procedure combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Therefore, no corrective actions will be taken at this time.

Event description:
As reported via the (B)(6), a patient experienced a neurological event the day after the index procedure. At the time of the index procedure, angiography revealed 85% stenosis. Pre-procedure nih stroke scale was 4 and the patient was symptomatic. The proximal right internal carotid artery and the right ostium internal carotid artery were treated. The lesion was described as 20 mm in length, concentric (> = 3 mm width), circumferential, severely calcified, eccentric and ulcerated. The reference vessel was 4.8 in diameter. A 5 mm angioguard was deployed beyond the target lesion and the lesion was pre-dilated. A 6.0 x 30 mm precise pro rx was implanted at the target lesion. The angioguard was retrieved successfully and debris was noted in the filter basket. There was 8% residual post stenosis. The patient left the angiography suite with no neurological deficits. The day after the index procedure, the patient experienced visual field loss on both eyes. The onset was gradual. The symptoms fully resolved 24 hours later with no deficit. The investigator classified it as a neurological event and not related to the index procedure or the study device. The post nih stroke scale was 4 and the stroke score was 2. Concomitant medications included clopidogrel and aspirin at pre and post procedure and at discharge. The patient was discharged five days after the index procedure date. Additional information was received, per head CT scans, the patient has a history of multiple left hemi strokes. However, the patient experienced a new left hemispheric stroke approximately on (B)(6) 2013.